Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 485mg/dl. Customer treated with syringe. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing. Customer also stated that infusion set cannula was bent. The auto mode was not active. The insulin pump will not returned for analysis.